Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown concentration and a dose of 0.5 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient had a pump and catheter replacement [see manufacturer report 3004209178-2018-23303] on (B)(6) 2018. On (B)(6) 2018, the patient started feeling shaky, fatigued, nauseated, and threw up. The patient went to the emergency room on (B)(6) 2018. The patient had shooting numbing pain on the right side since (B)(6) 2018, which was his chronic pain. When the patient laid down, he felt like he was losing feeling. Additionally, the patient had headaches since (B)(6) 2018 and when he used his ptm, it felt like his head would burst. The hcp dropped the patient's dose by 50% and believed the patient may be adjusting to the new dose and may need less. The patient believed he had an infection. It was unknown if the issue was resolved and the patients status was noted to be "alive no injury". No further issues were reported or anticipated.